Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced undesired nerve stimulation. As a result, surgical intervention was undertaken on (B)(6) 2023 where in the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of ¿undesired nerve stimulation¿ was not confirmed. The root cause of the observation was not ascertained or duplicated. A clinicians programmer, system impedance test was within the expected range. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate specifically tests the ipg output and system impedances on all 16 electrodes including the ipg can connection. The lead system was not returned with the ipg.